Event description:
A heat pack was applied, while in an appropriate sleeve, to the patient's neck for neck discomfort. Approximately 2.5 hours later, the patient rang out for the nurse to report a blister on her neck.